Manufacturer narrative:
.

Event description:
It was alleged the speedlock hip anchor did not deploy correctly and failed to deliver the plug into the anchor. The procedure was completed utilizing an additional bone hole and anchor. There were no reported patient complications.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect anchor alignment with drilled hole. Off axis pound-in of anchor. Incorrect suture used. Incorrect anchor alignment can result in damaging the anchor, such as plug separation resulting in inoperable device causing delay in procedure. Off axis pound in of anchor can result in anchor prematurely detaching from inserter; proud anchor and/or plug. The instruction for use (¿IFU¿) outlines warnings and precautionary measures when using the device such as: ¿do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.¿ ¿this device has been designed for use with arthrocare #2 magnumwire suture. Use of other suture is not recommended and may compromise suture locking integrity.¿ and ¿warning: use care to properly align the implant and inserter handle with the bone hole during insertion. Do not bend or twist the inserter handle during and after insertion, as damage to the implant or incomplete insertion may result." There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.